Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hypoglycemia with blood glucose values down to 40 mg/dl, preceded by hyperglycemia, and routinely paused the ilet overnight and during dialysis; the user treated lows with oral glucose and did not require assistance or medical intervention. Symptoms included hypoglycemia without loss of consciousness. Outcomes included temporary interference with normal activities due to the need to remain awake and consume carbohydrates. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was user- and therapy-related with undetermined root cause and that risk remains acceptable with continued monitoring and education.